Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. The lead was capped and replaced.